Manufacturer narrative:
The customer will order the part (solenoid valve) and make the repairs himself. No suspect part will be returned to the MFR for eval.

Event description:
It was reported that during the use of the device for a non-clinical activity (clinical engineering testing), the cooler heater unit was not heating fast enough. There was no pt involvement.